Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test or verify missing segment or display anomaly due to blank display. Device had minor scratched lcd window, no cracked lcd window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen got dull and can no longer see the screen. The customer¿s blood glucose level was unknown. There was a hairline crack on the bottom of the screen and there was condensation of water inside the screen. The customer reported that the light got dimmed and screen got to a point that it was very hard to read until it screen got dark. The customer was not able to perform self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.